Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products; associated mdrs 1225714-2014-05500, 1225714-2014-05502, 1225714-2014-05503, 2937457-2014-01388 and 2937457-2014-01389.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.